Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was cholangiogram done on procedure? No. Was device fired over another clip or hard structure? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, user had two devices in which the first clip came out and did not form correctly. Then the trigger locked up. They had to open another one to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.